Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. The atrium was enlarged, the leaflets were mobile and thin. A clip (20119r157) was advanced but was unable to grasp on some attempts and lost capture of anterior and posterior leaflets on different attempts. The clip was removed. A second clip (20113r170) was implanted, however a single leaflet device attachment (slda) occurred. The clip detached from the anterior leaflet. A third clip (20113r169) was advanced and placed in the patient, however it failed establishing final arm angle (efaa). The clip opened from 10 degrees to 40-50 degrees. The clip was removed. A fourth clip (20124r194) was deployed to stabilize the slda clip but opened from 10 degrees to 30 degrees post deployment. Two clips total remain implanted reducing the mr to 1-2+. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices referenced in the event are filed under separate medwatch report numbers.

Manufacturer narrative:
All available information was investigated and the reported clip open during establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a